Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl) and the ketone level was moderate. The pump supplies were changed and a bolus via the pump was delivered via the pump to address the bg. The customer initially thought that the pump was not delivering insulin properly. A pump system check was performed using the current supplies and the pump was found to be functioning as expected. The customer agreed with the results. Reportedly, the customer was using apidra in the cartridge and tandem technical support informed the customer that apidra was not labeled for use with the cartridge.